Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified.

Event description:
It was reported that a patient underwent an ovariectomy procedure on (B)(6) 2019 and suture was used. During use, the needle broke. The broken piece was retrieved from the patient. Changed another one to complete surgery. There is no report on patient's injury. No additional information could be provided.

Manufacturer narrative:
(B)(4). Device evaluation summary: the actual device was received for evaluation. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. The fracture surfaces were microscopically examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was predominately intergranular, which is evidence of a brittle failure. This was a non-ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The needle exhibited amounts of intergranular failure.